Event description:
It was reported that a patient was experiencing pain around her vns device. The patient wanted her device removed due to the pain. Diagnostics were performed and showed proper device functionality. X-rays were taken and there was no lead fracture identified by the physician. This pain was reportedly not related to stimulation and was not exacerbated by stimulation. It was a constant pain and there was no movement that aggravated the symptoms. The patient's pain was both in her generator pocket and on her neck, near the leads. No further relevant information has been received to date. No known surgical intervention has occurred to date.